Event description:
It was reported that during an ercp procedure for treatment, the device had a broken needle. Another unit was used to successfully complete the procedure. The pt's condition after the procedure was reported as fine.